Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was unable to be loaded with insulin as the syringe needle became blocked after it was inserted through the cartridge septum. Customer's blood glucose was not impacted. Customer changed the syringe needle to resolve the issue.